Manufacturer narrative:
Films were supplied for review. Pedicle screw construct l1-l2-l3-l4. Lateral view shows right l1 screw disconnected from lateral connector. Intraoperative photos also verify disassociation.

Event description:
It was reported that the patient underwent a posterior lumbar procedure at l1-4 to treat spinal canal stenosis. It was found 21 days post-op that l1 connector had migrated. The patient underwent revision surgery 1 month post op. No patient complications were reported.

Event description:
After hardware removal, new hardware was implanted.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8379120c, 510k # k011029 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.